Manufacturer narrative:
Additional information and images were requested however, the facility refused to provide.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The device was not returned for evaluation as it remains implanted in the patient. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl worsening is unknown, however, may be due to patient factors and/or mechanisms (cardiac remodeling) described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, four days post transfemoral tavr procedure, in the aortic position via tf approach, the paravalvular leak (pvl) increased from trace immediately post deployment to moderate-severe, as confirmed by "tte". On pod4, the patient's valve was re-dilated and an attempt to plug the valve was performed to no avail.